Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6:27 pm, the reporter stated readings of "59, 270 and 510 mg/dl" were obtained on the same lfs meter. It is unknown how much time passed in between the readings. The reporter believed the "59 mg/dl" reading was also too high. The reporter stated the patient uses self adjusting insulin to manage his diabetes. However 1.5 hours later, the patient had symptoms of "slurred words, eyes rolled back, seizure and unconscious." The reporter stated in response to the symptoms, the patient was given juice. The reporter stated the patient was seen in the hospital between 7-7:30 pm and unknown readings were taken every 30 minutes. The reporter stated the patient was given IV glucose in response to his symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient's test strips were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claimed due to the alleged issue, the patient developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional to prevent further injury.